Event description:
Upon drilling for the tibial tracker pin, the drill bit broke off inside of the metaphyseal bone of the tibia, buried inside the bone. Second drill hole was made and then the tracker pin was measured and placed.